Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.

Event description:
The event is reported as: complaint alleges: "the doctor, who is planning to use the left-sided sher-I-bronch (B)(4) to a patient during the emergency surgery in (B)(6) center, opened the package and found a right-sided sher-I-bronch (B)(4) inside." No patient injury reported.